Event description:
It was reported that a balloon rupture occurred. The 89% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.00mm x 8mm nc emerge was selected for use. During the procedure, it was noted that the device burst. The device was removed without any difficulty and the procedure was completed with another of the same device. No patient complications reported.